Manufacturer narrative:
A ge rep evaluated the sys and replaced a power supply in the c-arm and reset the sys configuration settings. The sys operates as intended.

Event description:
The customer reported, the vascular function is not working and the sys intermittently will not fluoro. No pt injury was reported.